Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the patient mother describes wiring sparking and then turning to fire. Got son out before any injury. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1031452-2012-00489 indicting the product as a bar5000ivc bed. The correct product is a bar600ivc bed. (B)(4)